Event description:
It was reported that the patient presented to the clinic for a follow-up with a complaint of blacking out on (B)(6) 2022. During examination of the right ventricular (rv) lead, it was noted that the pacing lead impedance was low and out of range. The patient had syncope. Physician explanted the rv lead and replaced it on (B)(6) 2022. The patient was in stable condition.

Event description:
Related manufacturer reference number: 2017865-2022-16318. It was reported that the patient presented to the clinic for a follow-up on 28 jun 2022 with a complaint of blacking out. During examination of the right ventricular (rv) lead, it was noted that the pacing lead impedance was low and out of range. The patient had syncope. Physician explanted the rv lead and replaced it on (B)(6) 2022. Even after the explant the problem persisted, the physician suggested explanting and replacing the pacemaker to resolve the impedance and syncope issue. The pacemaker was explanted and replaced on (B)(6) 2022 as well. The patient was in stable condition